Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular - lv lead exhibited failure to capture. A chest x-ray was performed and the lv lead was found to be dislodged. The lv lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.